Event description:
Pt was brought in for initial possible appendectomy. Mass was determined upon exploratory operation and removed. Ruptured meckel's was result (pursuing pathology report) or ileo diverticulum perforation and abcess. A resection of mass and surrounding ileum colon was performed. An ileo-colonostomy was performed using the stapler. Post-op diagnosis on the fourth day with hemoglobin and hematocrit dropping so drastically and was having blooding stools. Decision was made to reop. Externally, anastomosis was intact with no bleeding. Capillary oozing was confirmed and sutured manual with oversewing of colotomy.